Event description:
It was reported the lcsc5 was used during an unknown procedure. It was reported the blade would not work at all. Another was used to complete the case. There was no consequence to the pt.